Event description:
Employee of ambulance company placed full bottle of o2 into vehicle. Employee opened tank. Employee was blown out of back of the vehicle and sustained 1st and 2nd degree burns to arm. Employee described flame as yellow-white and as long as their arm. Co-worker extinguished fire with abc extinguisher. Regulator is life support products model 106-06. Contamination of regulator is suspected cause of fire. Area of origin for this fire/explosion is inside regulator which was on o2 tank. Reporter suspects contaminants were the cause but it may also have been heat of compression igniting aluminum components. This is under investigation.